Event description:
It was reported the customer had a displayable history check failed on startup alarm. Customer stated they did not remember receiving the alarm. Customer also reported it was taking their insulin pump a long time for the piston to hit the reservoir. Troubleshooting found multiple displayable history check failed on startup alarms in the alarm history. The customer also reported an inaccurate bolus history on their insulin pump. Customer's blood glucose was 160 mg/dl. No additional information provided.

Manufacturer narrative:
An alarm was noted on the alarm history due to a corrupted history file. The insulin pump passed the rewind, basic occlusion test and the displacement test. No unexpected low reservoir alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The insulin pump was programmed with multiple boluses and all delivered properly. All of the boluses were correctly recorded in the bolus history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.